Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead was exhibiting loss of capture and low intrinsic sensing measurements. The lead was dislodged into the tricuspid valve. A revision procedure took place and the lead was successfully repositioned. To date, there have been no adverse patient effects reported.